Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited varying capture threshold. Programming changes were made. The patient's condition is unknown.